Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed bicarbonate buffer test. The sensor passed per specification due to accurate readings. Unable to confirm the blood at site complaint due to the customer not returning the needle. Only the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 196 mg/dl and their sensor glucose read under 40 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also reported the needle did not retract on their sensor, causing blood at site upon removal. The customer stated the site was not actively bleeding at the time of the call. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.